Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. On 1/9/09, the field service engineer evaluated the device and confirmed the reported failure. The software was reloaded to resolve the reported issue. We are considering this a malfunction resulting from corrupted software. (B) (4).